Event description:
It was reported by the end user that he just opened the catheters "and they are all rough and unusable". No photo was provided and no harm reported.

Manufacturer narrative:
Common device name: cure catheter® for men. MDR 1049092-2021-00259 / device 110 of 300. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).